Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of 526 mg/dl, needing settings adjustment. Bg was addressed correction bolus via pump. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.